Event description:
It was reported that the patient presented in clinic for firmware update. Following the update, it was noted that the patient's leadless pacemaker had exhibited a significant drop in battery longevity. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported complaint of decreased battery longevity was confirmed. The decrease in the reported longevity is correct based on the device settings and current measured impedance. The aveir programmer software and leadless pacemaker firmware are working as designed and intended. No anomalies were detected.